Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Additionally, one anterior cuff tab was separated and not returned. Cuff tabs measure one one-hundredth of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device. Reportedly, "the proglide suture mechanism did not work". Another device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.